Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported receiving an error 4 upon strip insertion in their freestyle flash blood glucose monitor. Additionally, the customer reported having noticed their meter was in mg/dl, the incorrect unit of measurement. There was no report of death, serious injury, or mistreatment associated with this event.